Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, noise was observed on the right ventricular lead. The patient was brought back into the clinic for further evaluation. The physician elected to monitor the lead. The patient was stable.